Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the cannula became disconnected at the quick release. The customer changed the reservoir and noticed air bubbles, but then believed that the reservoir was leaking insulin. The customer's blood glucose level was 400 mg/dl. The customer did not see insulin leak from the reservoir during the fill sequence. The customer's reservoirs and infusion set was replaced, and was asked to return the malfunctioning reservoir back for analysis.